Manufacturer narrative:
(B)(4). The reported complaint for "leaking" is confirmed based on the attached photo. In the photo, a clear liquid was noted in the cath-guard, indicating a leak from the psi sheath. The product was not re-turned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, specifications were not met due to the liquid in the cath-guard. The root cause of the complaint is undetermined. No further action is required at this time. The re-ported complaint will be monitored for any developing trends.

Event description:
It was reported "leaking". No patient injury or consequence reported. The patient's current condition is reported as "fine". No additional information surrounding this event is available from the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "leaking". No patient injury or consequence reported. The patient's current condition is reported as "fine". No additional information surrounding this event is available from the customer.